Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-12596. It was reported patient underwent surgical intervention on (B)(6) 2024 during which the l5 lead was explanted and replaced to address the issue. Therapy was restored post-op.

Event description:
It was reported patient's l5 lead has high impedances. The lead appeared to be fractured on x-rays. Next course of action is underdetermined at this time.

Manufacturer narrative:
Date of event is estimated.